Event description:
It was reported that this lead was part of a system revision due to actively draining pocket infection. There were no additional adverse patient effects reported. The lead was explanted.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes.

Event description:
It was reported that this lead was part of a system revision due to actively draining pocket infection. There were no additional adverse patient effects reported. The lead was explanted.